Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem -o- clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reported the jaws were not opening. The procedure was converted to another dv with no reported injury.